Event description:
Provider states that when bringing lift down upon release that the lift is jerky and metal shavings come out of the hydraulic pump.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.